Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) that during the unknown surgery on unknown date halfway through the surgery, while switching from narrow sawblade to broad sawblade, the nurse can't tighten saw blade screw coupling using the t-handle screwdriver. Before passing the handpiece to surgeon, the nurse tested the power tools and was noticed that the screw coupling backs out by itself and the sawblade fall off. It was reported that the surgeon has no choice but to use his thumb to press on the screw coupling to prevent the sawblade from falling off and make one final cut. It was further reported that no patient harm occurred during the surgery only slight delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint.